Manufacturer narrative:
User facility medwatch # 5077431.

Event description:
Information was received that while a smiths medical ambulatory infusion pump was in use, the drug being infused was leaking. No patient injury resulted. Patient switched to back up pump.